Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the surgery, the t-handle got defective. The connector piece between the t-handle and reamer is very unstable and tends to break. No patient consequence as the procedure could be completed with a same like device.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Additional information received: a. Was there a surgical delay? If yes, what is the duration of the delay? No. B. Did the instrument break into two or more pieces? If no, please specify the alleged deficiency of the instruments. Were they bent, stripped, cross-threaded, etc.? No, not yet.